Event description:
Patient was hospitalized from (B)(6) 2013 due to vascular disease. Near (B)(6) 2013, she began to experience hyperglycemia of 20 mmol/l (360 mg/dl). Her diet counselor believes the insulin delivery of the infusion device is too low. She treated hyperglycemia by delivering insulin via pen. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result the problem mentioned by the customer could not be reproduced. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meets the specification. All alarm functions were tested successful and no malfunction could be observed during the iu investigation. History list: between (B)(6) 2013 nothing unusual was found in the pump history. The customer gave no boluses via the pump since (B)(6) 2013. Since this date, the pump delivers only the basal rate of insulin. After (B)(6) 2013 the customer did not set the date and time settings correctly as result the pump could not deliver the insulin space provided time and an exactly investigation of the events after the changing the settings is not possible anymore. The problem mentioned by the customer could not be reproduced.